Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system shut down automatically prior to a surgical procedure. An alternate system was used to initiate the procedure.

Manufacturer narrative:
G.6 : corrected data. This file has been sent to correct the previously missed follow up 1 report. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
G.6 : corrected data. This file has been sent to correct the previously missed follow up 2 report. The manufacturer internal reference number is: (B)(4).